Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's (pt) INS had been explanted and replaced with a different manufacturer's product. The reason for replacement was that the battery was failing and failing much faster than expected. The pt mentioned that it took some time for the battery to be removed. They also stated they had damaged their INS and leads and they broke their tailbone. The pt said that their managing doctor did not know they had broken the INS. No further action was taken by Patient Services.

Manufacturer narrative:
Continuation of D10: Product ID 978B128 Lot# (b)(6)Serial# Implanted: 2020(b)(6) Explanted: Product Type LEAD Section D information references the main component of the system. Other relevant device(s) are: Product Id: (b)(4), Serial/Lot #: (b)(6), UBD: 19-JAN-2022, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.